Manufacturer narrative:
(B)(4).

Event description:
An external blood leak from ¿outside the housing¿ of the polyflux 140h dialyzer was reported. The amount of blood loss was reported to be minimal as the leakage was detected immediately. No patient symptom, medical intervention or injury was reported. No additional information is available.